Event description:
Laparoscopic supracervical hysterectomy was performed on (B)(6) 2007 using the technique called morcellation with harmonic scalpel and bovie equipment. Brief history: in 2010 a lump on my head was misdiagnosed as a cyst. In (B)(6) 2011, the lump/cyst was remove and diagnosed as leiomyosarcoma. A year later (2012) the lms metastasized to my sacrum resulting in stage 4 lms. Between year one and two, there was two cat scan's performed, both readings were missed in detecting the lms on the sacrum. All physicians have stated primary site of lms is from lum/scalp. Research of lms states primary site more often occurs in uterus. Recent research now show that the technique called morcellation during laparoscopic hysterectomy surgeries have led to debate on potential cancer risks associated with the procedure. This new research may answer the question as to where the primary site exists with my lms. If morcellation from my hysterectomy was the cause, then this technique must be investigated and stopped. Surgical report and notes of equipment used on (B)(6) 2007. Including all pre-op and post-op medical records. Also, medical records diagnosing the leiomyosarcoma.